Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was determined to meet electrical performance specification requirements per rite testing. The device failed the rite functional testing performance specifications. Volumetric accuracy confirmation testing was performed and failed. The reported condition was verified. The direct cause of the reported issue was deteriorated piston foam. The piston foam was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.